Event description:
The pt went to the ER folowing five days of chest pain. The pt was found to have staphylococcus aureus following implant. The pt underwent reoperation. During explant, a notable amount of vegetation was seen. The pt died several hours after surgery.